Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 handpiece while in use. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
Dentsply was able to support the complaint by the condition the attachment was received in. After microscopic investigation, it was noted the threads had debris and some slight signs of corrosion were present. The cap end bearing was broken into pieces. The bur end bearing was stuck inside the head cavity. Attachment was sent to sycotec for further evaluation. Results from sycotec stated: set assembly is broken into pieces. Gears are worn. All parts are very dirty, worn and dry.